Event description:
The field engineer reported that while performing a preventative maintenance the system was displaying a "bad iris pot" error message. In this particular system model, this error message will terminate the system's operation.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The iris potentiometer was replaced. The system was then found to be operating as intended.